Manufacturer narrative:
The MDR supplemental report is being submitted to provide updated fields and final investigation results. A DHR review was completed, and no issues were identified. The DHR confirmed that the subject device was shipped in accordance with specifications. The device was returned for olympus for evaluation and the user¿s request was confirmed. Based on the results of the results of the investigation, a definitive root cause could not be identified. This issue is addressed in the instructions for use (IFU): handling and general precautions caution do not apply impact to the camera head. There is a possibility of damage. Olympus will continue to monitor the performance of this device.

Event description:
It was reported that, the subject device coupler head was loose. There were no reports of patient harm.

Manufacturer narrative:
The device was returned, and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that, the subject device coupler head was loose. There were no reports of patient harm.